Manufacturer narrative:
D10 concomitant product: sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel (lot#n1d0124y); sigphandle, sig power sigphandle handle (serial#unknown); sigadaptstnd, sig power sigadaptstnd linear adapter (serial#(B)(6)). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve procedure, after firing two black reinforced reloads, the surgeon changed it to the purple reload. When firing, the blade stopped and displayed an error message which showed the jaws with the sign of opening it. The surgeon tried it with a new purple reload again and had the same issue. It was also mentioned that the jaws of the device locked on tissue and no other steps were taken to removed it. The knife was able to be retracted without opening it manually. The surgeon end up using a third black non reinforced reload to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 d10 concomitant products: egia45amt - egia45amt egia 45 artic med thick sulu, lot# unknown sig45axt - tri 2.0 sig45axt 45 xtra thk 15mm, lot# n2d0415y sigtrsb60amt - sigtrsb60amt 60mm med thk reinforced rel, lot# unknown sigtrsb60amt - sigtrsb60amt 60mm med thk reinforced rel, lot# unknown sigtrsb45axt - sigtrsb45axt 45mm xtr thk reinforced rel, lot# unknown egia60amt - egia60amt egia 60 artic med thick sulu, lot# unknown sigtrsb60amt - sigtrsb60amt 60mm med thk reinforced rel, lot# unknown h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload was partially fired. The jaws were open. The clamping mechanism was deformed. Staple pushers were partially flush with the cartridge. It was reported that the blade stopped and displayed an error message which showed the jaws with the sign of opening it. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the device. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. If the stapler stops while firing: release the down/fire button, and any other button or toggle that may be pressed. Inspect the stapling reload for an obstruction, excessively thick tissue, or for completion of firing. If continued firing is desired, attempt to complete the firing by pressing and holding the down/fire button until completion of firing. If the stapler is unable to complete the firing, press up on the toggle to retract the knife of the reload to the fully clamped position. Press and hold up/open again to fully open the jaws of the stapling reload. If unsuccessful in removing the stapling reload from the tissue, refer to the instructions for use section to remove the reload. If that fails, follow the instructions described in the alternate opening procedure or in the manual retraction tool procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.